Event description:
It was reported that patient presented with audible alert tones and a lead integrity alert trigger as observed at the device interrogation. Greater than 1,000 non-sustained episodes, > 30% variance on impedances, and > 600 short interval counts (sic) were reported. The lead was capped and replaced. No patient consequences were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.